Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient had a dropout in stimulation. The patient said that they ¿had many dropout of stimulation¿ and some of them the manufacture representative found out it was the ankle of the device and when they would tip the device they could active the adaptive area to 0 milli amp. The patient also complained about pain from the ins now and then. It was clarified that when the patient push bottom of the ins the stimulation goes to 0 ma. It was reported that the patient also experienced a shocking sensation around the battery. No further complications were reported/anticipated.